Manufacturer narrative:
Based on the investigation findings, the claimed condition was confirmed. The presence of particles was confirmed through returned unit evaluation. The customer allegedly found the particle in the unopened packaging, however the received pouch was opened. Upon further visual inspection, it was determined that the particle could have possibly come from the screen assembly. According to the manufacturing procedure all components are visually inspected to confirm they are free from particles. The screen and foam are welded using the dukane welding machine. This manufacturing procedure states that the assembly of the foam and screen potentially generates particles and the working area must be cleaned with alcohol 70% every hour. Based on that, the most probable root cause on this particular event is manufacturing related. The reported event did not involve a product problem indicating an adverse trend or unanticipated hazard. Product surveillance will continue to monitor complaints of this type for adverse trends. The device was scrapped by the manufacturer.

Event description:
It was reported that upon receipt of the femoral sponge with suction attachment, particles were observed inside the sterile packaging of the product. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed.

Event description:
It was reported that upon receipt of the femoral sponge with suction attachment, particles were observed inside the sterile packaging of the product. There was no patient involvement, and there were no user injuries or adverse consequences.